Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   Two photos were provided for further evaluation. The reported defect was not confirmed. The returned pictures were visually evaluated per specification and no defects were noted. Based on the data from the investigation we are unable to determine the root cause of the reported incident.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the syringe failed to deflate. No injury reported.